Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 23 mmol/l (414 mg/dl) while wearing the pod on the leg between 5 and 24 hours. The patient was experiencing dry mouth, thirst, hyper vigilant, pain throughout their body, exhaustion, and was nauseous. The patient reported they went into diabetic ketoacidosis (dka) due to elevated bg levels that were caused by the dexcom g7 sensor providing incorrect readings. On (B)(6) 2026, the patient went to the emergency room to seek medical attention and was then hospitalized for 3 days. The patient was diagnosed with dka and was treated with intravenous insulin. The patient was discharged from the hospital on (B)(6) 2026. The patient no longer has the pod to return for evaluation.